Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.8; lab: 2.8 (30 minutes later).

Manufacturer narrative:
Investigation pending.